Manufacturer narrative:
This is one of twelve manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-04601. 2015691-2024-04603. 2015691-2024-04604. 2015691-2024-04605. 2015691-2024-04606. 2015691-2024-04607. 2015691-2024-04608. 2015691-2024-04609. 2015691-2024-04610 . 2015691-2024-04611. 2015691-2024-04612. 2015691-2024-04613.

Event description:
As reported, per article "improved hemodynamics with self-expanding compared to balloon-expandable transcatheter aortic valve implantation in small annulus patients: a propensity matched analysis". A total of 1,170 tavi procedures were performed in our center between 2018 and 2022. The following events were regarding either the sapien 3 valve or the sapien 3 ultra valve: 2024-13131-02-table 4 shows 2 cases of postoperative disabling stroke post operative- table 5 shows 2 cases of stroke during the follow up period

Manufacturer narrative:
This is one of twelve manufacturer reports being submitted for this case. Reference article baudo, massimo, et al. "Improved hemodynamics with self-expanding compared to balloon-expandable transcatheter aortic valve implantation in small annulus patients: a propensity-matched analysis." The american journal of cardiology 221 (2024): 9-18. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with the edwards sapien transcatheter heart valves mentioned in the article are: p140031- edwards sapien 3 transcatheter heart valve; p140031 edwards sapien 3 ultra transcatheter heart valve system. The dates of the events are unknown; however, according to the article the study period was from january 2018 to december 2022. For this reason, the first day of the reported study period (01-january-2018) was used as the occurrence date. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest, the article did not provide details of the events, therefore, the cause of the events could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.